Event description:
It was reported that during the surgical procedure the customer experienced "temporary data sensor mismatch" errors. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.